Event description:
It was reported that during a breast biopsy procedure, the clip stand was broken. A 1cm of the plastic sheath tip was fired into the pt. It was withdrawn with the sample. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.